Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) delivered inappropriate shock. No intervention was reported. Patient condition was unknown.